Event description:
It was reported that during a lap cholecystectomy procedure, the staples remained open on two devices after firing. The surgeon retrieved all the staples and finished the case by using another clip applier. No adverse pt consequences.

Manufacturer narrative:
Date sent: 07/18/2007. Information anticipated, but unavailable at this time.